Manufacturer narrative:
No product returned. Asae/hematoma/minor bleed: prior to impella and sheath removal, noted patient hematoma. Md utilized perclose, manual pressure and fem stop to control bleeding and hematoma. The cause of the access site adverse event was not determined due to insufficient clinical details. This introducer batch passed all incoming inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Prior to impella and sheath removal, a hematoma was noted. The physician utilized perclose, manual pressure, and a femstop device to manage bleeding and the hematoma. The patient survived the procedure and was reported to be stable.